Manufacturer narrative:
Date of this report: 23aug2021. Reporter phone number: (B)(6).

Event description:
It was reported that while in use the ventilator had an 'unexpectedly stopped'. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and in the ventilator diagnostic logs found an error code indicating cannot reach target flow. Upon a follow up with technical support the customer stated to have spoken to the doctor on the event. The doctor indicated that the unit did not switch off, that the ventilation stopped but the o2 socket was not connected. The customer was advised that the error code occurs if the machine pressure reaches the maximum and could not achieve the target flow. The high flow nasal cannula size may be too small for the flow setting. Further information is pending.

Manufacturer narrative:
Additional information was received indicated there was no hardware failure. The device had been disconnected from the o2 socket and therefore alarmed. The issue was resolved by reconnecting the o2 line. Based on information provided the alleged malfunction was related to user error, as the o2 socket was not connected. No product will be returned for investigation.

Manufacturer narrative:
B4: 16sep2021. No further information provided. The initial report was coded incorrectly and sent as incomplete in error.